Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder (ocd). It was reported the patient was admitted to the hospital for observation and monitoring on (B)(6) 2017 due to symptoms of visual hallucination post deep brain stimulation (dbs). No further complications were reported/anticipated.